Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v033182, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-28, lot# v033182, implanted: (B)(6) 2007, product type: lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
It was reported that the representative reports that lead was damaged during the explant procedure. Caller wanting to know about MRI status for patient if any of the lead was left in as patient was having neurostimulator system removed in order to have MRI. Healthcare provider was removing lead today and wants feedback about this. Healthcare provider was not able to get any more of the lead out, but caller doesn't know exactly how much of lead was left in. Neurostimulator lead was fractured during removal. It was later reported by the representative that he wasn't at the case for the explant. The healthcare provider called me after the case. To the representative knowledge, MRI was needed for other health related problems. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.